Event description:
Per independent repair center statement, the irc5po2 concentrator was alarming (red light). The key failure was a stuck 4 way valve.

Event description:
Per independent repair center statement, the irc5po2 concentrator was alarming (red light). The key failure was a stuck 4 way valve.

Manufacturer narrative:
Date of awareness (B)(4) 2014.